Manufacturer narrative:
(B)(4).

Event description:
It was reported that inaccurate readings occurred frequently (B)(6) 2025 and (B)(6) 2025. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined.